Event description:
According to the reporter, during a laparoscopic case, the plastic balloon connected to the trocar came off. The surgeon was able to retrieve the device. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).